Event description:
Health care professional reported through clinical study follow up that approximately 19 months post implant the pt suffered a massive cerebral hematoma with subsequent death on 12/7/97. The pt had been placed on warfarin therapy on 8/3/98 for prophylaxis against "te". The valve remained implanted and therefore was not returned for analysis.